Event description:
It was reported that a female patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. During the procedure, the patient had a slight blood pressure drop and it was observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 1800 ccs, at the time of the call, has been removed from the pericardial space, but was still in progress at the end of the call. The patient remained stable at that time. The patient outcome of the adverse event was reported as fully recovered. The patient stayed multiple days in the hospital. The number of days is unknown. A transseptal puncture was performed with an abbott brk1 needle. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the transseptal phase. An irrigated catheter was opened but not used in the event.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30576737l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).